Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the upper and lower cases were broken. It was also noted that the battery contacts were compressed, the battery drawer was contaminated and damaged, and the keyboard was scratched. (B)(4).

Event description:
It was reported that the device was in need of repair and calibration. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.